Manufacturer narrative:
The patient identifier, the date of incident, and age were updated. The device has not been made available for evaluation at this time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Alleges consumer was getting off the van on his wheelchair and the wheelchair apparently stopped suddenly. Alleges he was propelled forward and fell, landing on his left side.

Manufacturer narrative:
The device was returned and evaluated. The alleged condition could not be duplicated.

Event description:
Alleges consumer was getting off the van on his wheelchair and the wheelchair apparently stopped suddenly. Alleges he was propelled forward and fell, landing on his left side.

Manufacturer narrative:
The patient identifier and the date of incident was not provided. The device has not been made available for evaluation at this time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Alleges consumer was getting off the van on his wheelchair and the wheelchair apparently stopped suddenly. Alleges he was propelled forward and fell, landing on his left side.